Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2017-00567. (B)(4). Approximate age of device - 38 days. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2017 due to elevated lactate dehydrogenase (ldh). On admission the ldh was 534 u/l and the inr was 3.4. It was reported that the ldh increased as the inr decreased. A bivalirudin infusion was administered due to the elevated ldh, and estimated pump flow and power readings. A ramp echocardiogram was performed; however, the results were not provided. A cardiac morphology CT scan did not reveal thrombus in the inflow cannula or outflow graft. The patient was not experiencing any heart failure symptoms. The patient had received a prior pump exchange on (B)(6) 2017 due to pump thrombosis. On (B)(6) 2017, the lvad speed was increased due to a left ventricular end-diastolic diameter (lvedd) of 7.27 cm. It was reported that the aortic valve was closed and that the left ventricle was decompressing with increase in lvad speed. On (B)(6) 2017, the patient was discharged to home. The ldh was 393 u/l at that time, and the inr goal was increased to 2.5-3.5. It was reported that the patient condition improved with the increased inr goal. No additional information was provided.

Manufacturer narrative:
Device evaluation: no product was returned for evaluation. Analysis of the submitted system controller log files confirmed elevations in power and flow; however, a direct correlation between the device and the patient¿s elevated ldh could not conclusively be established through this evaluation. The submitted system controller log files contained data from (B)(6) 2017 at 09:33:01. Transient elevations in power and estimated flow were captured on (B)(6) 2017. The majority of these power elevations were associated with pi events. No atypical alarms were captured throughout the duration of the log files and the pump appeared to be functioning as intended. The patient remains ongoing on vad support. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2017, it was reported that the patient was doing well. Lactate dehydrogenase (ldh) was down to 303 u/l.